Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that two infusion set insertion issues. During an infusion set change, the caller had stated that the cannula had not been come out, and it had been suspected that the cannula may have broken off into the patient with diabetes' skin. The patient had not experienced pain or observed any issues at the site. Pss had encouraged the caller to contact their healthcare professional regarding the suspected cannula breakage, and the caller had acknowledged and demonstrated understanding. The caller had attempted to insert another infusion set but had not heard the click indicating cannula ejection. The set had been removed, and the cannula had been confirmed to remain attached and to eject properly; however, reinsertion had not been possible. Resolution was achieved when a new infusion set had been inserted, after which insulin delivery had been resumed. The event did affect patient care but there was reported no injury to the patient. The event occurred during infusion.

Manufacturer narrative:
Two samples were returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed that the cannulas were bent and appeared to have been used. The adhesive patches were attached, and the tubing sets were included. No other anomalies were observed. During occlusion testing, free flow was noted in both samples. The complainant¿s allegation could not be confirmed, and a root cause could not be determined. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.